Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that healthcare provider tested impedances, low impedances were discovered, and provider switched out for a different lead and impedances were all within normal range. Cause is unknown.